Manufacturer narrative:
We received one double dpt kit with an IV set and pressure tubing for examination. The reported event of contamination issue near the sensor was confirmed. One clear material was observed inside of the dpt fluid path on the cvp line. The material was approximately 1x1mm in size. No visible damage was observed on the gel pad of the dpt. The material stayed at the same location inside of the dpt fluid path after 5 minutes of continuous flushing. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A supplemental report will be forthcoming with the chemistry results once received. With pressure tubing sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The 510k number is unknown as this is a custom defined product.

Event description:
It was reported that an unknown black particulate or bubble-like material was found near the sensor of the pressure monitoring kit during use. There were no patient complications reported. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
The ir spectrum of the unknown clear material showed similar absorption characteristics when comparing to acrylate urethane like material. An assessment was conducted for the manufacturing process of the dpt to identify what part of the process could of led to this nonconformance. The first identified reason is when the sensor is being positioned manually inside of the dpt housing for the sensor bonding step of the process. If the operator didn¿t position the sensor correctly, it would cause the pva machine to dispense adhesive where it is not required and contaminate the housing as seen on the affected unit. The second identified reason is if the needle of the pva machine is not aligned correctly during the setup; it could cause the nonconformance as the adhesive wouldn¿t be dispensed correctly and potentially cause the nonconformance. Based on the investigation performed, it was determined that manpower is the probable cause for this condition. Awareness training was conducted at the manufacturing site to prevent recurrence of this type of complaint.